Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16ur2, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that at their last healthcare provider (hcp) appointment on (B)(6) 2016, the hcp told them that one electrode was out. This was discovered when the device was interrogated. It was indicated that the hcp did not feel it was necessary to make any changes and would evaluate the patient at the next appointment in (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16ur2, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they have no idea what led to the one electrode out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.